Manufacturer narrative:
H.6. Investigation summary : a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lot, 99115863, and no quality issues were found during production. Our quality engineer reviewed the provided photo but could not identify the reported defect. The expiration date generated for a batch will always be the last day of the month prior to the month of production. This means that for the batch in question it was manufactured in 2019/05, therefore, its expiration date will be until the last day of the production month or 2024/04. Based off the provided photo it looks like the label shows that the product was manufactured in 2019/05 with an expiration date of 2024/04 meaning that this expiration date was correct. Since no defect was observed a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. H3 other text : see section h.10.

Event description:
It was reported that bd angiocath¿ catheter intravenoso periferico label content was incorrect. The following information was provided by the initial reporter: "I would like to clarify the validity of the peripheral intravenous catheter 22ga x 1.00 lot 9115863, in the primary packaging of the product is manufactured: 05/2019 says that the expiration date is 5 years after manufacture, which looking at the product would put 05 / 2024. However in the box (secondary packaging) informs the validity 04/2024."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ catheter intravenoso periferico label content was incorrect. The following information was provided by the initial reporter: "I would like to clarify the validity of the peripheral intravenous catheter 22ga x 1.00 lot 9115863, in the primary packaging of the product is manufactured: 05/2019 says that the expiration date is 5 years after manufacture, which looking at the product would put 05 / 2024. However in the box (secondary packaging) informs the validity 04/2024."